Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.